Manufacturer narrative:
The device was visually inspected and was observed that the one of the distal tangs were fractured. A material analysis was performed for a similar complaint with the same failure mode, for the same catalog and lot number. The tip of the inserter was found to have fractured in a mode of cleavage due to an applied cantilever force. Sample hardness was taken on the barrel of the inserter and found to be 40 hrc, which is within the specified hardness of 40-44 hrc indicated on the drawing. The observed elemental constituents were also consistent with the print requirements. A scanning electron microscope (sem) was used to analyze the fractured surface, and energy dispersive spectroscopy (eds) analysis was performed on the surface to determine the elemental composition. No material or manufacturing defects were found. Device history records were reviewed for this lot, no relevant manufacturing issues were found. The reported lot number was manufactured in july of 2019 and was in use for approximately 2.5 years. Complaint history records were reviewed for this lot, similar complaints were identified. It was reported that a cascadia an lordotic-oblique inserter tip fractured intra-operatively, while turning the cage in-situ. The tip of the inserter was unable to be removed from the patient's cavity. However, no patient harm was reported and the cage was positioned in a satisfactory manner. The cause of the reported event is application of excessive cantilever force. Factors such as consistent use of the instrument throughout its lifetime may cause fatigue and contribute to fracture.

Event description:
It was reported that the tip of a cascadia an lordotic inserter fractured during cage rotation intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.

Event description:
It was reported that the tip of a cascadia an lordotic inserter fractured during cage rotation intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.

Manufacturer narrative:
The device was visually inspected and was observed that the one of the distal tangs were fractured. A material analysis was performed for a similar complaint with the same failure mode, for the same catalog and lot number. The tip of the inserter was found to have fractured in a mode of cleavage due to an applied cantilever force. Sample hardness was taken on the barrel of the inserter and found to be 40 hrc, which is within the specified hardness of 40-44 hrc indicated on the drawing. The observed elemental constituents were also consistent with the print requirements. A scanning electron microscope (sem) was used to analyze the fractured surface, and energy dispersive spectroscopy (eds) analysis was performed on the surface to determine the elemental composition. No material or manufacturing defects were found. Device history records were reviewed for this lot, no relevant manufacturing issues were found. The reported lot number was manufactured in july of 2019 and was in use for approximately 2.5 years. Complaint history records were reviewed for this lot, similar complaints were identified. It was reported that a cascadia an lordotic-oblique inserter tip fractured intra-operatively, while turning the cage in-situ. The tip of the inserter was unable to be removed from the patient's cavity. However, no patient harm was reported and the cage was positioned in a satisfactory manner. The cause of the reported event is application of excessive cantilever force. Factors such as consistent use of the instrument throughout its lifetime may cause fatigue and contribute to fracture.

Event description:
It was reported that the tip of a cascadia an lordotic inserter fractured during cage rotation intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.